Event description:
During an implant procedure, a marker anomaly and episodes of noise resulting in oversensing were observed on the leadless pacemaker (lp). The lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of oversensing and incorrect readings were unconfirmed. Visual inspection of the device did not reveal any anomalies on the helix and the helix length was within specification. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. Further analysis was performed, including output verification and a sensing test, which did not reveal any anomalies that would have contributed to the reported events of a sensing problem or incorrect readings.